Event description:
During service and repair pre-testing, it was discovered that the attachment device "had a high temperature." This event was not related to surgery. There were no injuries or medical intervention associated with this event. There were no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual attachment device was received and evaluated. Reliability engineering completed an evaluation of the device and confirmed the event of high temperature discovered during pre-repair. This event was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.